Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted device will not be returned for analysis.

Manufacturer narrative:
This product is not expected to be returned to boston scientific; therefore, technical analysis cannot be conducted.